Event description:
The customer reported to baxter corporate product surveillance a no flow for a clearlink secondary medication set. The primary infusion consisted of an unspecified 250 cc solution bag being run through a b. Braun outlook 200 IV pump using b. Braun primary tubing. The secondary infusion, of an unspecified 150cc bag of antibiotic, was through a clearlink secondary medication set. The secondary set was connected into the primary set at the port above the b. Braun outlook 200 IV pump. Per the report, the bottom of the 150cc secondary bag was 28 above the pump and the bottom of the 250 cc primary bag was positioned using the hanger 12 below the bottom of the secondary bag. The secondary medication was set to infuse over 1.5 hours. The customer observed that after about an hour, approximately 75 cc's remained in the secondary bag, and the pump was pulling from the primary bag. The primary line was then clamped and the secondary infusion was completed without further issue. There is patient involvement, however, there is no patient injury associated with this report. No further information is available at this time.

Manufacturer narrative:
(B)(4). The sample was not available so the root cause cannot be determined. A batch review could not be completed as the lot number was not provided by the customer. No conclusion can be drawn from the investigation. If additional information or samples become available, a follow-up report will be submitted.